Manufacturer narrative:
Ge healthcare¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the cpu module is failing. There is no report of patient involvement.

Manufacturer narrative:
Product engineering provided additional information that this issue was not related to the adu anesthesia machine. There was an issue with the gas detection module. There was no malfunction of the anesthesia machine. This event was not reportable. Product engineering provided additional information that this issue was not related to the adu anesthesia machine. There was an issue with the gas detection module. There was no malfunction of the anesthesia machine. This event was not reportable.